Event description:
It was reported that the ilet user experienced hyperglycemia, with a blood glucose value of 366 mg/dl trending downward after a supply change approximately two hours prior to calling customer care. Troubleshooting and education were completed, and guidance was given to call back if glucose spiked again. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no reported injury, no hospitalization, and resolution trend observed at the time of the call. Investigation included collection of a blood glucose questionnaire and case assessment. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure, with the event cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.